Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: 1627487-2016-04513 and 1627487-2016-04514. It was reported the patient is experiencing warmth at the ipg site when the stimulation is turned on and subsides once the stimulation is turned off. The patient denies discomfort. The ipg site is superficial and when the patient lies on the site she is unable to feel the stimulation. Lead diagnostics revealed multiple low impedances. The patient underwent surgical intervention on 08/16/2016 to remove and replace the ipg which resolved the issue. The physician believes the patient damaged the ipg by accident.